Manufacturer narrative:
On (B)(6) 2019 haemonetics received a report of a burning smell with visible smoke on the pcs2 device during the power on self test (post) protocol. On february 28, 2019 a haemonetics field service engineer found a failed jumper connector within the device. The jumper appeared to have shorted and melted. The field service engineer replaced the damaged component, and calibrated the pcs2 device. The fse confirmed the machine met manufacturer specifications prior to being returned to service. This failure occurred during the post prior to any donor involvement in a plasmapheresis procedure, as such there is no risk of injury to the donor. A hardware failure will prevent the device from completing the post protocols, preventing the device from initiating any procedure until the post test protocols have been completed successfully. Even though there was no risk of serious injury as a result of this failure, haemonetics has previously submitted reports of thermal decomposition found within a device; as such, this incident has been deemed reportable.

Event description:
On (B)(6) 2019, haemonetics was notified of a pcs2 device which was observed to have a burning smell and some visible smoke generated during the power on self test (post) protocol. This failure occurred prior to any donor introduction to the procedure, there was no donor involvement. The device operator did not report any injuries as a result of the thermal decomposition observed. Haemonetics field service was contacted to schedule a service visit.